Event description:
It was reported that the patient underwent a spectra concealable penile prosthesis (spp) replacement surgery due to unspecified reason. The device was removed and replaced with a tactra malleable prosthesis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.